Event description:
It was reported that there was an oasys revision for adjacent level stenosis. During the screw removal, a screw stripped then the screw head popped off. The surgeon removed the screw with a broken screw removal set.

Manufacturer narrative:
Method: risk assessment; labeling review; additional document review.results: the screw was confirmed via the stryker rep to have a separated tulip head. It was not known if the screws were inserted tightly against the vertebral body and/or bony growth caused the head to be difficult to remove so the cause is multifactorial.conclusion: the root cause of the reported event is multifactorial.

Event description:
It was reported that there was an oasys revision for adjacent level stenosis. During the screw removal, a screw stripped then the screw head popped off. The surgeon removed the screw with a broken screw removal set.